Event description:
The manufacturer received information alleging a patient experienced an everflo concentrator emitting smoke and subsequently stopped functioning. However, during the technical inspection at the repair shop, the equipment reached ninety percent oxygen concentration at five lpm, and no active alarms or malfunctions were detected. The nurse maintained that there had been a burning smell at the time of the event. The device was inspected and found to be operating correctly, with no anomalies detected or issues requiring correction beyond user instruction. Despite this, the device and all consumables were replaced. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. If any additional information is received, a follow up report will be filed.